Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a lesion that had not been pre dilated. He was able to finally cross the lesion and noted under fluoro that the stent was missing. It is unknown when or where the stent dislodged. The undeployed stent remains in the pt. The balloon catheter of the delivery device was used to dilate the lesion and a dissection was noted. Another stent was used to repair the dissection. Pt status is listed as "okay".